Event description:
The complainant reported that a pt had an implant and abutment placed (placement date and (B)(4) dental site unk). Sometime subsequent to the placement the abutment fractured (date of event unk). The complainant reported that the implant remained viable. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
Visual analysis confirmed the complaint condition. The abutment was observed to be fractured into two pieces. The lobe section of the abutment had become completely separated from the cuff portion of the abutment. The area of breakage on both pieces was found to be ragged and uneven. Events of this nature can be caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is rec'd at a later date. (B)(4).